Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, cloudy in the gel, wear abrasion, observed 40 mm dark patch edge material inside gel device and creases fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Capsular contracture baker grade confirmed as iii. The device has been explanted.